Manufacturer narrative:
(B)(4). Returned product consisted of a renegade hi-flo micro-catheter which returned with the .014 fathom wire inside of the device. The hub, shaft and tip were microscopically examined. The device showed damage at the tip. There was a kink present as well as some delamination issues. The customer stated that they used steam to shape the devices tip. This may have contributed to the tip damage that was noticed. The device was loaded onto the .014 guidewire that was returned and was inserted into a 4fr introducer sheath. The device had difficulty transcending through the sheath most likely due to the tip damage that was noticed. The shaft was measured on a calibrated laser micrometer. The proximal shaft and the furthest distal of the shaft which were not in specification. This was most likely cause by the steaming process from the customer site. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that inserting difficulties occurred. The target lesion was located in the hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, the tip of the device was shaped using steam. When the physician inserted the device into a unspecified guiding catheter, great resistance was encountered and only the tip of the device can be inserted. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed delamination issues on the device.